Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results compared to their feelings/usual readings. This complaint is being reported because a customer service representative walked the patient through a control solution test, and the result of "181mg/dl" was obtained using the subject meter. This complaint is being reported because the control solution result did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.